Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have woken up with chest pain and high blood glucose of 507 mg/dl, which was treated with manual injection. Troubleshooting was perform to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap was normal; tiny air bubbles found in reservoir; no leaks found; customer reported that there was blood at site, but no signs of infection; bolus wizard were correct. Insulin pump passed high pressure test. Customer was advised change infusion set, reservoir and insulin and to follow up with healthcare professional regarding high blood glucose.